Manufacturer narrative:
(B)(4). It was reported that a 78 year old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional sf catheter. During mapping phase, a tamponade was detected and confirmed by intracardiac echocardiography. Pericardiocentesis yielded 630 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. It was noted that the patient was in sinus rhythm during the procedure. The catheter was visually inspected detail and it was found in normal conditions. Then the catheter was performed an electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Event description continuation: since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17626109l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 rmt system, model #: m-5830-01; serial #: (B)(4). Smartablate generator, model #: m-4900-207; serial #: (B)(4). Smartablate pump, model #: m-4900-08; serial #: (B)(4). Preface 8 french sheath, model #: unknown; lot #: unknown. Non-biosense webster, inc. - cook medical 71cm transseptal needles x 2. Non-biosense webster, inc. - st. Jude medical sl0 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, a tamponade was detected and confirmed by intracardiac echocardiography. Pericardiocentesis yielded 630ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. It was noted that the patient was in sinus rhythm during the procedure. Factors cited that may have contributed to the adverse event include the patient¿s anatomy and history of previous ablations x 2. Physician¿s opinion regarding the cause of the adverse event include a difficult septum and previous ablations. Transseptal puncture was performed with cook medical 71cm transseptal needles x 2. Sheaths used were a biosense webster preface 8 french and a st. Jude medical sl0 8.5 french. Generator parameters and settings at the time of injury were not reported, as no ablation was performed. Overall ablation time and last ablation time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at greater than 350 seconds. International normalised ratio (inr) was 3.2. There was no information regarding shaft proximity interference value. The thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/5/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No (B)(4).